Event description:
It was reported that, "the surgeon is complaining that the patella clamp is slipping when using it to compress the patella during cementing."

Manufacturer narrative:
Add'l lot# rd2k065. Device MFR date for lot rd2k065: (B)(6) 2007. When completed, the eval summary will be submitted in a supplemental report.